Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, persistent bleeding occurred during closure of the access site due to severe calcification. Angiography indicated mild stenosis. Subsequently, a stent was placed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.